Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported, that the entire screen became black. And showed no images, as well as inconsistent imaging and the appearance of disconnection, when using their evis exera iii bronchovideoscope. The customer was able to complete the procedure using the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problems of the screen becoming black, as well as inconsistent imaging and image disconnection, were confirmed. In addition, a worn angle wire, a deformed bending tube, chipped rubber adhesive, a loose mouthpiece, and scratches on the cover and connecting tubes were discovered. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the insertion section while the user was handling the device, which caused the charge-coupled device (ccd) unit to become damaged, and resulted in the reported event. The event can be detected by following the instructions for use which state: " inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.

Event description:
The reported problem was believed to have occurred during prep for use for an unspecified therapeutic procedure.